Manufacturer narrative:
(B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent and initial surgery on (B)(6) 2016, to treat a zygomatic complex fracture. Reportedly, one screw broke during screw placement after the plate had been placed at the orbital rim. The broken screw was burred out and an emergency screw was placed. Fragments generated during the burring process were easily removed by the routine procedure of irrigation and suction. No other intervention was required. This event resulted in a five (5) minute surgical delay. No harm was reported to the patient. The patient was in stable condition and the procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: unknown instrument (part # unknown, lot # unknown, quantity # unknown); unknown plate (part # unknown, lot # unknown, quantity # 1).